Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 50 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates, and removed the infusion set. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Reportedly, the customer successfully loaded a new cartridge to address the issue.